Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any product abnormality that could have contributed to the reported condition. An air leak test was performed and no leak was detected. The set was loaded and primed on a control unit and passed all testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to use, a crack was noticed at the "post filter" of prismaflex m100 and "liquid was leaking out". There was no patient involvement. No additional information is available.